Manufacturer narrative:
The device was not returned for product analysis. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this programmer was unable to review event data when interrogating patient's device at a routine checkup. Multiple buttons were unresponsive so the session had to be ended prematurely. Re-interrogation was performed and likewise unsuccessful. Another programmer was used to complete the check. No adverse patient effects were reported. Currently, this programmer remains in service.